Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: while using the device, the surgeon had cut tissue, but the staples did not deploy. They account stated that they do not believe that staples were ever present in the cartridge. They solved the issue by manually suturing. Additional information has been requested from the account.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one gia¿ auto suture¿ stapler with dst series¿ technology reloadable stapler. The initial visual inspection of the instrument by the pmv investigator noted that no abnormalities. The visual inspection of the cartridge noted that the single use loading unit was fully applied. Microscopic inspection of the knife blade displayed no damage. The device was forwarded to engineering for further evaluation of missing staples. The initial review of the complaint by engineering verified the observations made by the pmv investigator. Additionally, engineering confirm presence of the staples, since, there are marks of staples deployment in the cartridge (pushers) received for evaluation. Additionally, functional evaluation of the clinical device using an engineering laboratory sample performed with acceptable results, neglecting damage on other components of the clinical device or an incorrect assembly. A review of the device history record indicates this device lot number/serial number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.